Event description:
The customer's mother reported via phone call that patient was hospitalized due to high blood glucose was 466 mg/dl. The customer was experiencing symptoms of nauseated and vomiting. The customer was admitted to the hospital. The cause of hospitalization as per healthcare provider was beginning diabetic ketoacidosis. The customer was treated with insulin drips and IV fluids. The customer has ear infection and two other spots scab on ankle and puncture would at his testicles that were infected is on antibiotics. The customer will call back to go through high blood glucose troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.